Event description:
It was reported that during a device change out procedure when the physician took this cardiac resynchronization therapy defibrillator (crt-d) device out of the pocket, there was loss of capture and the patient had asystole for greater than three seconds. It was noted the left ventricular (lv) lead was programmed tip to can. Additionally, the lv lead was connected to the psa as a temporary pacing wire after the patient experienced asystole. The right ventricular threshold was less than one with output programmed to 2.4v and the left ventricular threshold was 3.1 at 1.0ms with an output of 4.0 at 1.0ms. When the doctor put the can back in contact with the pocket, pacing and capture resumed. The physician was able to successfully implant the new device and the old device will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a device change out procedure when the physician took this cardiac resynchronization therapy defibrillator (crt-d) device out of the pocket, there was loss of capture and the patient had asystole for greater than three seconds. It was noted the left ventricular (lv) lead was programmed tip to can. Additionally, the lv lead was connected to the psa as a temporary pacing wire after the patient experienced asystole. The right ventricular threshold was less than one with output programmed to 2.4v and the left ventricular threshold was 3.1 at 1.0ms with an output of 4.0 at 1.0ms. When the doctor put the can back in contact with the pocket, pacing and capture resumed. The physician was able to successfully implant the new device and the old device will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.